Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads , upn: (B)(4), model: sc-2218-70 , serial: (B)(4), batch: 243537/243539.

Event description:
It was reported that the patient had high impedance on one lead. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted lead was discarded per hospital policy.

Event description:
It was reported that the patient had high impedance on one lead. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted lead was discarded per hospital policy.